Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue stent: xience alpine (x2) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 70% stenosis in the bifurcation of the left anterior descending (lad) and the mid diagonal arteries. The patient entered the hospital as an emergency with st-elevated myocardial infarction (stemi) and was in very fragile condition due to serious heart failure. Two xience alpine stents were implanted in the lad with good results therefore the decision was made to treat the diagonal lesion. A 2.25 x 12 mm xience alpine rx stent delivery system (sds) was advanced to the lesion, but when pressurized to deploy the stent, the balloon would not inflate. Emergency medication was administered to the patient but the patient expired later during the procedure. The physician indicated that the patient probably expired because of the fragile heart condition rather than from the device malfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, myocardial infarction and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: the patient experienced another stemi during the procedure. The patient was given atropine and ephedrine; however, the patient expired. The cause of death is stemi in very critical heard failure environment and does not seem to be related to the reported device issue. No additional information was provided.